Event description:
Option study: it was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 31mm watchman laa closure device & delivery system (wds) were used. The device was implanted successfully with complete laa seal. Post implant echocardiography revealed pericardial effusion on the same day of procedure. The patient was on apixaban5mg prior to the procedure and continued the same medication along with aspirin81mg post procedure. The patient remained stable and was discharged home the next day. It was further reported that a trivial effusion was noted pre-procedure and that the post implant echocardiography revealed the pericardial effusion had not worsened.

Event description:
(B)(6) study. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 31mm watchman laa closure device & delivery system (wds) were used. The device was implanted successfully with complete laa seal. Post implant echocardiography revealed pericardial effusion on the same day of procedure. The patient was on apixaban5mg prior to the procedure and continued the same medication along with aspirin81mg post procedure. The patient remained stable and was discharged home the next day.